Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. On 2017-aug-30, analysis of the partial catheter received revealed damage to the transition tube of the catheter body. As per the pump¿s log, baclofen with concentration 1,500.0 mcg/ml was being administered via a simple continuous dose rate of 299.8 mcg/day as of (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient¿s sister) regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for intractable spasticity. It was initially reported on 2017-jul-13 that the patient had expired on (B)(6) 2017. The cause of death was heart failure. The patient was receiving hospice care at her home. The patient did not pass away in a medical facility, hospice, or care facility. The patient¿s death was not thought to be related to the patient¿s device or therapy. An autopsy would not be performed. Regarding non-pump medications, the patient was noted as having received valium every 4 hours and during her last 3 days; the patient received valium every 4 hours and morphine every 4 hours. No patient symptoms were reported. It was indicated that on a report it was listed that the patient was diagnosed with stiff-man syndrome (reason why she received the pump), multiple sclerosis (ms), and something else which the reporter was unable to decipher. The pump was to be explanted and returned to the manufacturer for disposal. The mortuary was to call for a mailer kit. The physician¿s name and contact information caring for the patient at the time of death was provided. It was further reported on 2017-jul-19 that patient¿s sister spoke with a physician and they wanted to return the device, but the mortuary had to call for a return kit. The device was removed prior to cremation. It was unknown if the death was related to the device. A return mailer kit was sent to a mortuary. On 2017-aug-18 it was further reported that the patient death occurred on (B)(6) 2017 at 07:38. Cardiac respiratory arrest was further indicated. The patient's device was removed for cremation. The pump and catheter were returned to the manufacturer. The patient¿s medical history included: diagnosis of stiff-man syndrome (reason why she received the pump), multiple sclerosis (ms), and something else which the reporter was unable to decipher.